Event description:
The customer reported the cap did not tighten down on the IV catheter and it leaked to a point where blood thinner did not reach the pt and a clot formed in the artery. There was no report of pt harm or medical intervention. Although requested, no further pt or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been rec'd. A f/u report will be submitted with investigation results should the device be rec'd for eval.